Event description:
A malfunction 3 code was reported on the pump, and it displayed a non-resettable code. There was no adverse impact to the customer's blood glucose level. Customer was advised to switch to multiple daily injections (mdi) as a form of backup therapy while awaiting a replacement pump from technical support.